Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable infusion pump. The indication for use was noted as other and non-malignant pain. It was reported the patient was upset with his physician because his pump was out of the pain medication and the physician was out of the country. The patient indicated he needed his pump refilled. The doctor had not been giving him the proper attention. The patient indicated they had brain cancer and needed the medications. The patient was unhappy with his doctor. They wanted to have the pump removed if they couldn¿t get another doctor. No patient symptoms were reported. No further complications were anticipated/reported.